Event description:
A surgeon reported that three months following a glaucoma filtration shunt procedure, the pt had ocular hypertension. The surgeon reported that a massage, drug treatment, and an outflow reconstruction surgery were performed. One month following the first reconstruction surgery, ocular hypertension was observed and a second reconstruction surgery was required. The intraocular pressure (iop) continued to increase one week following the second surgery. The shunt was explanted and a third reconstruction surgery was performed. The surgeon reported the reason for using the shunt was that the results from the prior glaucoma surgery were not good.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified nd visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire has not been received. (B)(4).